Event description:
Tried to prep percusurge device - but wire kinked inside inflation device - opened 2nd device made sure prep was done correctly, but used the same inflation device, but only a new wire - same thing occurred - wire kinked in same place again. A 3rd device was opened. Using new inflation device and new wire - worked as supposed to.